Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/3/2015. Additional narrative: it was reported that patient underwent cystoscopy, left retrograde pyelogram, placement of jj stent and da vinci assisted left ureteral pelvic junction obstruction repair with intraoperative nephroscopy and removal of two lower pole renal calculi with placement of drain on (B)(6) 2014 due to left ureteral pelvic junction obstruction with two left lower pole renal calculi. It was reported that patient underwent cystoscopy and stent removal on (B)(6) 2014 due to indwelling left ureteral stent s/p left upj repair (B)(6) 2014. It was reported that patient underwent laser lithotripsy, left retrograde pyelogram, ureteroscopy, cystoscopy, stone basket extraction and placement of jj stent on (B)(6) 2015 due to left renal calculus. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that following insertion the patient experienced urinary incontinence. It was reported that patient underwent mesh removal on (B)(4) 2017. No additional information was provided.